Event description:
Ous MDR - after an implantation period of 1 year and 10 months this crt-d hit eri. The patient was in an MRI exam.

Manufacturer narrative:
The ICD first underwent a status interrogation, during which the device status eri was confirmed. The ICD had been implanted over a period of 22 months, and 22 charge processes had been documented. During the electrical analysis, first the memory content of the ICD was analyzed. Matching the clinical observation, the analysis of the available iegms from (B)(6) 2018 between 10:10 a.m. And 10:51 a.m. Showed interference signals in all channels. Based on their frequency and morphology, they are very likely the result of the mentioned magnetic resonance tomography. The MRI mode was not activated. Next, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted because the maximum charge time of the high-voltage capacitors had been reached. The device was then opened, and the internal structure was examined. The examination of the electronic module detected damage to a circuit. This damage led to a prolongation of the charge time and, consequently, to the device status eri, which was in accordance with specifications. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, damage to the electronic module was detected, which is very likely due to the performed magnetic resonance tomography on (B)(6) 2018.